Event description:
According to the reporter, during the procedure, the reload was loaded into the powered device at the time of executing the shot inside the cavity. The reload failed at the time of grasping. The reload was locked so the process was not finished and to not force the powered device, the reload was removed. Another reload was used however, there was difficulty in firing. The device was replaced with another to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3k2428y) sigphandle, sig power sigphandle handle, (sn: unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the gastric sleeve, the reload was loaded into the powered device, at the time of executing the shot inside the cavity. The reload failed at the time of grasping. The reload was locked so the process was not finished and to not force the powered device, the reload was removed. The reload was then replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.